Event description:
On (B)(6) 2020, the user contacted dario to report elevated blood glucose (bg) readings for the past several weeks. Due to these elevated readings, the user went to the emergency room. Dario's representative attempted to contact the user numerous times in order to obtain additional information regarding the incident with no success. There is no known impact or consequence to the user. There is not enough information available to investigate the case. Therefore, no resolution is available.